Event description:
It was reported that when setting up for a procedure, the t-handle would not grip. It was reported there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 359.219, lot 8768253 inserter for titanium elastic nails was received intact. The device shows mild wear with only very limited hammer marks on the proximal end. The device was manufactured in march 2014 and is less than a year old. Per the technique guide, the 359.219 inserter for titanium elastic nails is a tool routinely used in the titanium elastic nails system. The device was returned and reported that the t-handle would not grip. This condition is unconfirmed; the inserter is capable of both entirely opening and closing providing sufficient holding strength. It is likely that the inserter was not entirely enclosed onto the titanium elastic nail rendering it incapable of holding the device. It is also possible that the device could have been previously damaged from hammer strikes. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the inserter was not entirely enclosed around the nail which led to this unconfirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.